Event description:
It was reported by a boston scientific representative (rep) that there was difficulty in confirming capture of this right atrial (ra) lead on a surface monitor, which was showing no change in atrial morphology and was noted to be very wavy. The patient was indicated to be pace therapy dependent. Boston scientific technical services (ts) provided guidance to the rep to try programming a longer atrial-ventricular delay (avd) to try to achieve a better signal. The rep noted this did not help. It was also indicated that the right atrial automatic threshold (raat) tests have not been successful for quite some time and suggested to program it off as it is not even measuring at this point. The lead remains in-service. No patient symptoms or adverse patient effects were reported.